Event description:
Procedure: lower anterior resection. Reportedly, the stapler did not apply the staple line properly. Leaving the bowel open. The surgeon then had to manually suture the tissue deep in the pelvis very near to the anal verge. This added 1.5 hours to the procedure time.